Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) e597079. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: change of intubation catheter on (B)(4). During fibroscopic control, ablation of a foreign body of blue color, corresponding to a piece of (B)(4). Physician use the frova for exchange a double lumen tube 39 g for a smaller one 37. He found some small pieces of the frova, blue color, during fibroscopic control and they removed the pieces. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: investigation is based on event description only. No product was returned to assist the investigation, but based on the event description the frova device was used for exchanging "a double lumen tube 39 g for a smaller one 37". However, the frova introducer is designed for placement of a single lumen tube only - not a double lumen tube as reported. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.